Event description:
It was reported that the ventricular lead exhibited noise reversion via a merlin.net transmission. The device was reprogrammed. The patient was stable and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).